Event description:
Info received indicates the hi/low is drifting down after releasing the down control switch.

Manufacturer narrative:
The tech found the hi/low drive was greasy. The tech cleaned the drive to repair the bed.